Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a brown foreign matter was found inside a bd angiocath¿ IV catheter before use. No injury or medical intervention.

Manufacturer narrative:
Investigation results: samples/ photos: bd received one closed/ sealed sample of angiocath 24gx0.75, catalog: 381112, lot: 6209303 . After visual analysis of the photos, it was possible to confirm the presence of particles on the product catheter. DHR review: the angiocath assembled lot: 6179393 used in the final product lot: 6209303 of angiocath 24gx0.75ww were analyzed and no records of "foreign matter" were evidenced. Conclusions: according to studies and plans to reduce foreign matter complaints made by the juiz de fora plant, it can be determined that the most probable source for this type of foreign matter may be present due to the following situation. When the catheter is pointed, they get exposed on shelves that had not all the protections, and because they are in a place where people pass, it was likely that some airborne particles would reach the catheter that has silicone along its surface, as evidenced during internal investigations. Based on a severity assessment and occurrence it was determined that no CAPA is required at this time. The complaint was added to the complaint database for trend analysis, which is regularly monitored. Other taken action: according to the action plan for the reduction of foreign matter, it was performed the changing and placement of all protections of the shelves in which the pointed catheters are stored awaiting the final assembly step. This action was completed on (B)(6) 2017.